Event description:
Event description cpi received information that during a routine followup of this implantable pulse generator (ipg) it was exhibiting loss of sensing. The patient is pacemaker dependent. Reprogramming the sensitivity and reprogramming to unipolar did not correct the loss of sensing. Cpi has been unable to obtain any additional information.